Manufacturer narrative:
The returned device was examined. The shim was found to have disassembled from the body; the complaint is confirmed. The cause cannot be conclusively determined; however the issue may have been caused by excessive force placed while attempting to advance the posterior blade into the intervertebral disc space. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage, including caution that the force required to advance the shim is not significant and to refrain from impacting with excessive force.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the shim disassembled from the blade assembly during surgery. The blade and shim were safely removed from the patient without a delay or patient harm.